Manufacturer narrative:
Per - (B)(4), combined report. It was confirmed that x-rays, operative notes, patient details and the explanted devices were not available for this case and thus the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records were manufactured, packaged and sterilised in accordance with the correct specifications at the time of manufacture. Infection is a known complication with any hip surgery and thus this case is now considered closed. This report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity plus revision after approximately 1 month due to infection.